Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During the preparation of a 2.50x12mm promus premier drug-eluting stent, difficulties were encountered removing the stylet out of the wire lumen. Upon pulling harder, the stent shaft broke in two pieces. The procedure was completed with another 2.50x12mm promus premier drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issued in the hypotube shaft profile. The visual and tactile examination of the shaft polymer extrusion profile found a shaft break 100mm from exit port. The product mandrel was withdrawn with a small bit of resistance. The mandrel kinked and the od (outer diameter) was measured a guidewire was inserted into the device without issue or resistance felt. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. During the preparation of a 2.50x12mm promus premier drug-eluting stent, difficulties were encountered removing the stylet out of the wire lumen. Upon pulling harder, the stent shaft broke in two pieces. The procedure was completed with another 2.50x12mm promus premier&#10244;rug-eluting stent. No patient complications were reported.